Manufacturer narrative:
Patient information - unknown. Occupation - other; inventory manager, distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2021- 00035).

Event description:
It was reported that a revision plif was performed, on (B)(6) 2021, utilizing the reform pedicle screw system. During the procedure, a reform modular 6.5 x 40mm polyaxial bone screw (39-ms-6540) was removed, the hole was then tapped with the 65mm& 75mm taps and upon insertion of a reduction polyaxial screw assembly - æ7.5mm x 50mm (39-rp-7550), driving with power, the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The screw was helicoptered out and replaced. Subsequently, another level was prepped using the 65mm, 75mm & 85mm taps in sequence and upon insertion of a reform 8.5 x 110mm polyaxial pedicle screw (39-pa-8511), the tip of a second reform driver with mechanical lock (hxx-39-0001) broke. This failure occurred before the screw was fully seated. The screw was helicoptered out and replaced with a reform 8.5 x 100mm polyaxial pedicle screw (39-pa-8500), utilizing a driver that was readily available in another reform set. There was no patient injury, but there was a delay of five (5) minutes because of the reported malfunctions. Initial implantation was two-years ago. Revision was required to add more stability and extend the construct.

Manufacturer narrative:
Device evaluation - both drivers were examined by eye and with the aid of a 5x loop. The 00355up-r is a flat planer surface that is normal to the driver's longitudinal axis that is indicative of a torsional overload failure. It is unclear if prior usage loading over its 4 plus year usage may have contributed to the subsequent failure. Review of device history records found twenty (B)(4) pieces of this lot were released for distribution (B)(6)2016 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature for the reported part number. No corrective actions are recommended at this time. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2021-00034-1 / 00035-1).

Event description:
It was reported that a revision plif was performed, on (B)(6)2021, utilizing the reform pedicle screw system. During the procedure, a reform modular 6.5 x 40mm polyaxial bone screw (39-ms-6540) was removed, the hole was then tapped with the 65mm& 75mm taps and upon insertion of a reduction polyaxial screw assembly - æ7.5mm x 50mm (39-rp-7550), driving with power, the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The screw was helicoptered out and replaced. Subsequently, another level was prepped using the 65mm, 75mm & 85mm taps in sequence and upon insertion of a reform 8.5 x 110mm polyaxial pedicle screw (39-pa-8511), the tip of a second reform driver with mechanical lock (hxx-39-0001) broke. This failure occurred before the screw was fully seated. The screw was helicoptered out and replaced with a reform 8.5 x 100mm polyaxial pedicle screw (39-pa-8500), utilizing a driver that was readily available in another reform set. There was no patient injury, but there was a delay of five (5) minutes because of the reported malfunctions. Initial implantation was two-years ago. Revision was required to add more stability and extend the construct.